Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, when the surgeon was going to fire the stapler, the device did not fire the staples. A same like product was used to complete the case. There was no pt consequence reported. The device is not being returned, just the reload.